Manufacturer narrative:
Other text: additional information: d4 and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(6). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device received in good condition.started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device operated and calibrated with no problems contrary to the customer complaint. The reported issue could not be confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken.

Event description:
It was reported the device could not be calibrated during testing. No patient involved.